Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited episodes of over-sensed noise. Noise could not be reproduced. No intervention was performed. There were no patient consequences.